Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) - the orthopaedic technicians gave (B)(6) representative a femoral impactor that has come apart. Effort was made to screw the two pieces together but it appears that the thread in the black plastic portion is worn.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. Visual examination of the provided photographs confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.